Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The visual analysis identified that the fiber body was broken into 2 pieces. Based on analysis, it is probable that procedural handling during set-up and/or use could have contributed to the fiber body break. Also, the abnormal noise heard by the customer when the fiber stopped working likely occurred when the fiber broke. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. The device instructions for use instructs the user to inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement.

Event description:
It was reported that, during a holmium laser lithotripsy for bilateral ureteral calculi and in the process of breaking the stones, the fiber made an abnormal noise and stopped working immediately. Another fiber of the same lot number was used and had the same issue. The procedure was completed with a different device. There were no patient complications. Analysis of the returned device identified that the fiber was broken into two pieces. This complaint refers to the second fiber.